Manufacturer narrative:
Section a2, a4 and a5: not applicable, as there was no patient contact with the product. Section d6a: if implanted, give date: not applicable, as there was no patient contact with the product. Section d6b: if explanted, give date: not applicable, as there was no patient contact with the product. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon noticed a tear in the preloaded intraocular lens (iol) before the lens was used. There was no patient contact with the product. No further information was provided.

Manufacturer narrative:
Correction upon further review, the code of 1069 - break that was initially reported is no longer applicable. The code 4008 - material split, cut or torn is the new code. Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: 04/22/2024 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection of the complaint device reveal that the lens was stuck in the cartridge and the plunger rod was partially advanced to the lens. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected, presenting with no damage; however, viscoelastic residue was identified. Device assembly was inspected, presenting with no issues; however, viscoelastic residue was below the lens module indicating that an excessive amount could have been used which may have contributed to the complaint event. The lens was removed and cleaned, presenting with lines on the optic body from being folded. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: the complaint issue was not identified during product evaluation. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.